Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high, abnormal impedances greater than 4,000 ohms. The patient was asymptomatic. No actions/interventions were taken and the issue was ongoing. The high impedance was related to the device/therapy but unlikely related to the implant procedure.